Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01583. Section d. Box 1. Brand name. Results: blood was visible within the lightning unit and it would not power on. Conclusions: evaluation of the returned lightning revealed a leak within the unit housing. If a strong positive pressure is applied to the tubing, the lightning unit may leak. If a leak does occur, fluid may contact the internal electrical components causing the unit to become non-functional and display a solid red-light system error. The returned unit was non-functional; therefore, was unable to be functionally tested. The root cause of the initial system error was unable to be determined. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the bilateral iliac arteries and inferior vena cava (ivc) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), a penumbra engine (engine), a penumbra engine canister (canister), and a non-penumbra sheath. During the procedure, tissue plasminogen activator (tpa) was infused into the right leg, from the ivc filter down to the sheath in the popliteal artery, with 22 minutes of dwell time. Afterwards, the cat12 was used, starting from the popliteal artery and into the ivc. At several points, the cat12 became occluded and the indicator light on the lightning unit turned solid red. It was reported that the lightning unit was clicking while clogged, with no output into the canister. Both the cat12 and lightning tubing were flushed towards the engine. The physician then introduced the sep12. The lightning system continued to occlude. Attempts were made to slowly flush the lightning tubing using a 20 ml syringe, but the lightning tubing remained occluded with no movement of fluid towards the engine. It was also reported that clot appeared to be hanging off the bottom of the lightning unit, dangling into the canister. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.